Manufacturer narrative:
Multiple attempts to have the product returned were made as well as multiple attempts to obtain additional information pertaining to this event have been made. The customer indicated that there is no patient information or data available. The customer indicated that they no longer have the product. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the sensor cable length is too short. As a result, the patient lays on the sensor cable causing pressure ulcers.